Event description:
It was reported that 2 days after implantation of an intraocular lens (iol) into the left eye (os), the patient was happy with their visual acuity but experienced ghost images. Approximately 3 months after the onset of the problem, the lens was exchanged for a different model iol due to unresolved ghost images. Patient outcome is good, ghost images have resolved.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
Additional information: d4, d9, g3, g6, h2, h3, h4, h6, h11. The device was returned and evaluated. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.